Manufacturer narrative:
Additional information was received that the patient had a previous surgery where it was believed to have caused the damage on the lead. The patient underwent a revision procedure wherein the leads were replaced. Additional suspect medical device components involved in the event: model #: sc-8216-70 serial/lot #: (B)(4) description: artisan surgical lead, 70cm the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that based on x-ray, the patient's lead was noted that some contacts might have been damaged. A bsn representative determined that the proximal tip showed some signs of malformations and advised caution regarding this.

Event description:
A report was received that based on x-ray, the patient's lead was noted that some contacts might have been damaged. A bsn representative determined that the proximal tip showed some signs of malformations and advised caution regarding this.